Event description:
Patient implant of a bifurcated device , two limb extensions and two 34 mm aortic extensions on (B)(6) 2010 (refer to MDR report # 2031527-2012-00050). Computed tomography scan revealed that the previously implanted aortic extension had migrated distally approximately 1.5cm with no endoleak. On (B)(6) 2012, the patient was treated by implanting 34mm suprarenal aortic extension proximally. Patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Migration is a known risk of the procedure.actual device not returned hence no device evalaution performed. No conclusion can be drawn. Device not returned for evaluation.